Manufacturer narrative:
The unit was received with minor scratched display window, cracked battery tube threads, missing reservoir tube o-ring and broken off reservoir tube lip (not cracked). The reservoir tube lip was completely broken off and the test reservoir will not lock/click in place. (B)(4).

Event description:
The customer's daughter reported vi a phone call that the insulin pump reservoir compartment had a large crack, and that the reservoir would not lock properly into place. The patient's blood glucose at the time of incident is unknown. The daughter mentioned that the patient is a machine operator and that the insulin pump may have been bumped as a result. The insulin pump was returned for analysis.